Manufacturer narrative:
It was reported that a fully threaded screw broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. The head of the screw broke off and the rest of the screw remains implanted in the patient's bone. There was no report of delay, nor impact or injury to the patient as a result of the event. The device was not returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible the technique utilized applied additional bending forces to the device, or it broke due to impact with another device. Although this malfunction has not resulted in a revision surgery to date in this event, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803

Event description:
It was reported that a fully threaded screw broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. There was no report of delay, nor impact or injury to the patient as a result of the event. Although this malfunction has not resulted in a revision surgery to date in this event, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.